Event description:
It was reported that during a balloon expandable stent delivery in the iliac, the stent did not separate from the balloon. The balloon expandable stent delivery system was retracted with the stent still attached to the balloon. Iliac bleeding was noted and a covered stent was placed to stop the bleeding. There was no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned bloody. No kinks or bends were observed on the catheter. The balloon appeared to have been previously inflated. The stent was returned completely separated from the balloon and was elongated and mangled in appearance. Several stent struts were bent. The balloon was examined under magnification and stent crimp marks were visible on the balloon. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an 0.035¿ guidewire, and it passed with no issues. No further functional testing could be performed, as the stent was returned separated from the balloon. Medical records review, image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive for the stent failing to separate from the balloon, as the stent was returned separated from the balloon. The investigation is inconclusive for retraction issues, as functional testing could not be performed due to the stent being separated from the balloon. Per the reported event details, there was a previously placed stent and visibility was not very well. Therefore, it is possible that there was an interaction between the balloon and the previously placed stent that contributed to the stent not separating from the balloon. It is likely that the stent not separating from the balloon contributed to the reported retraction issues. However, based upon the available information, the definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings: - should unusual resistance be felt at any time during the insertion process, do not force passage. - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully.- during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Additionally, precautions and specific directions for use of the valeo balloon expandable stent are included in the IFU.

Event description:
It was reported that during a balloon expandable stent delivery in the iliac, allegedly the stent did not separate from the balloon. It was further reported that the balloon expandable stent delivery system was retracted with difficulty, with the stent still attached to the balloon. Reportedly, iliac bleeding was noted and a covered stent was placed to stop the bleeding. There was no known impact or consequence to the patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.